Event description:
On (B)(6) 2014, a 30 minutes hysteroscopy (biopsy) surgery was performed at hospital (B)(6). A rem equipped wem electrosurgical generator (model wem 200) and a non-monitoring dispersive electrode (model ro01) were used. The pt position was described as gynaecologic and she was not repositioned. The body and skin type of the pt were described as normal. The skin was not cleaned, not shave, not disinfected but dried and no ointment has been used. The electrode was placed on the left thigh. The power was described as 16v and was not raised. During the procedure a burn underneath the dispersive electrode was discovered, at the side opposite of the connecting tab. The wound has been described as 3rd degree burn of approximately 1cm with a hyperemic radius of 1cm. The hospital has reported the dispersive electrode to having adhered well. Reviewing a photo showing the involved product the burn was located at the edge of the dispersive electrode. The wound has been treated with plastic surgery. No information was provided on the precise orientation of the electrode on the pt and the activation cycle.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. The information provided in the questionaire indicate the IFU has not been followed: the IFU states a warning "if an electrosurgical unit offers an electrode contact quality monitoring system like rem, nessy, arm, etc., always use a split electrode. A contact quality monitoring system cannot work with a standard un-split electrode (...)". An electrode monitoring system cannot work with a standard un-split electrode. The wem generator used offers such a monitoring system. The hospital has used a non-split electrode. The use of a split electrode (instead the non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. We therefore conclude that a user error caused or contributed the event. To identify or exclude other potential causes we have asked for information regarding the precise orientation of the plate on the thigh, the power setting in watt or ampere and the activation cycles. Once we receive this information we will file a follow-up report.